Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the discordant results were obtained, the customer ran quality controls, which resulted within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ran mix tests for all mixers and the sample mixer was inconsistent. The cse replaced the sample mixer, aligned and reran the mix test. The cause of the discordant, falsely low calcium results is related to a faulty sample mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The customer repeated the samples on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.